Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink system solution sets were cracked at the distal end luer lock connector. These issues were identified during therapy/infusion to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received contaminated with blood. A visual inspection using naked eye was performed and observed the collar of the male luer was broken. The reported condition was verified. The cause of the condition could not be determined. No functional testing was performed due to the nature of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.